Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device was closed on the appendiceal artery and locked closed then would not open. The surgeon pulled the device off the tissue. The second device locked on tissue and was pulled off as well. A reprocessed harmonic device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. (B)(6).